Event description:
Account alleges the head section is drifting. Account stated he was unable to duplicate the problem. Bed is working fine. Account stated a patient was in the bed. Ed stated no injury reported. The bed is from the ICU unit.